Event description:
Silicone breast implants placed (B)(6) 2018 shortly thereafter developed contracture in right breast, within a year developed brain fog, joint pain, neck and shoulder pain, muscle weakness, gerd bloating, inflammation, fatigue, night sweats, weight gain with no charger in habits, and shortness of breath. FDA safety report ID # (B)(4).